Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Clinical adverse event received for left tkr secondary to osteoarthritis left knee. Device and procedure (relatedness). Device related: definitely not. Procedure related: definitely not. Patient code: 4580. Device code: 2993. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5186279.